Event description:
It was reported that during an ablation procedure, cold pixels appeared on the opposite side of the probe. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.